Event description:
It was reported that soght treatment for right leg pain which bothered her while she walked. In 2008, the patient underwent an anterior cervical discectomy and (acdf) fusion surgery using rhbmp-2/ acs at c5-6. Post surgery of 2008, patient started experiencing a continuing progression of memory loss.

Manufacturer narrative:
(B)(4). Neither the device nor applicable medical records or imaging studies were returned nor provided for evaluation.